Event description:
It was reported that guidewire tip detachment and un-retrieved device fragment occurred. During a cardiomems implant procedure, a 018/260cm platinum plus guidewire was used and positioned. However, it was noted that the tip of the guidewire was pointing back down the length of the wire rather than down the arterial branch. When the guidewire was pulled back into the cardiomems delivery catheter the distal 3cm of the guidewire sheared off and remained in the patient. The procedure was completed with this device. Heparin was administered and the patient was retained overnight for observation. No further patient complications were reported. The patient was discharged the following day.